Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on his insulin pump. The act button is stuck. Customer's blood glucose is 140 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump had minor scratches on display window and cracked case near display window corner noted during visual inspection. No button error alarms noted. No button response due to open connector on lcd board.